Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 493-over 600 mg/dl and the cause was not known. Ketone level was large. Insulin injections, correction boluses and pump supplies were changed multiple times in an attempt to address elevated bg. Insulin drops were observed exiting the tubing. The pump history was reviewed and no alarms were received and all boluses show as completed. The customer went to the emergency room and was admitted to the hospital. Fluids were provided, a correction bolus via the pump was delivered and insulin injections were administered. The customer was discharged the next day. Elevated bg/ketones were resolved.